Event description:
Our firm had not determined that the event described in the medical device report is attributable to the device. The hosp contact communicated that the device was returned to the ees sales rep. The ees sales rep had no knowldge of the product complaint. The device status is unk.

Event description:
During large ventral hernia repair and appendectomy, staple reload misfired. The physician used a different reload and requested malfunctioning reload be returned to the manufacturer. Reload given to ethicon representative.